Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a hyperglycemia. Customer blood glucose level was 23.7 mmol/l. Customer was used insulin pump system within 48 hours of reported event. The auto mode feature was active at the time of high blood glucose event. The troubleshooting was not performed. No further patient complication were reported. The device will not be returned for analysis.